Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initially reported concomitant device is no longer considered as concomitant device and is now determined as reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the threads of the two (2) pedicle matrix screws, and three (3) locking caps were peeled or torn, one (1) unknown rod was damaged, and it could not be removed after locking. The surgeon had to remove the devices with an external force. The surgeon used another same device to complete the procedure. The procedure time prolonged to 3 hours. Patient outcome is unknown. This report captures the intra-operative event during initial surgery while related complaint (B)(4) captures the post-operative event of pain. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the device shows minor damage due to be being implant and subsequently removed. No damage was seen that would impacted functionality of the device. The balance of the device is in fair condition. The received condition does agree with complaint description and is confirmed. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part number 04.632.000, lot number: 7700071, date of manufacture: 05-23-2014, place of manufacture: brandywine plant. Part expiration date: n/a (nonsterile) the device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes; mnh, mni, kwq, kwp. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the threads of the four (4) pedicle matrix screws, and (1) locking cap were peeled or torn, one (1) unknown rod was damaged, and it could not be removed after locking. The surgeon had to remove the devices with an external force. The surgeon changed another same device to complete the procedure. The procedure time prolonged to 3 hours. Patient outcome is unknown. Concomitant device reported: unknown rod (part #: unknown, lot #: unknown, quantity: 1). This complaint involves four (4) devices. This report is for (1) ti matrix locking cap. This report is 2 of 4 for (B)(4).